Event description:
During a coil embolization procedure of the anterior cerebral artery, the orbit galaxy tight distal loop complex fill coil 4 x 12 (B)(4) was delivered via the microcatheter (unknown catalog and lot number) and manipulation was conducted to insert it into the target aneurysm, and galaxy coil prematurely detached from the coil introducer. A snare was delivered to re-capture the coil, and the system was retrieved entirety. When the coil was snared, part of the coil unraveled. There is no patient injury reported. A constant and dedicated saline source was utilized with the devices at all times, and constant fluoroscopy was performed at all times. No damages were noticed on the microcatheter that may have contributed to the event. After removal, other than the reported event, no other damages were noticed on the microcatheter, coil or coil system, and the coil will be returned for analysis. The vessel characteristics were unknown, and no further information was provided. The product will be returned for evaluation.

Manufacturer narrative:
During a coil embolization procedure of the anterior cerebral artery, the 4x12 orbit galaxy tight distal loop complex fill coil (640cf0412/ 13500415) prematurely detached when it was being delivered and manipulated to the aneurysm. A snare was delivered to re-capture the coil, and the entire system was retrieved from the patient. When the coil was snared, part of the coil unraveled. There was no patient injury. There is no available information regarding vessel or aneurysm characteristics. It is not known if the unknown microcatheter used to deliver the coil was reshaped. An adequate and continuous flush was maintained through the microcatheter. There were no damages noted on the microcatheter. It is not known if there were any issues with the microcatheter or whether there was any resistance during delivery through the microcatheter. It is not known if the microcatheter was repositioned over the deployed coil during manipulations to deliver the coil into the aneurysm. No further information is available. A non-sterile orbit galaxy tight distal loop complex device was received coiled inside of a plastic bag. The embolic coil was received separate from the delivery system inside of a ziploc bag and it was found stretched/kinked with residues of dry blood. The hypotube was inspected and kinks were noted on it. The introducer was received unzipped without damage. The support coil and gripper were found outside of the introducer without damage. The gripper was inspected under microscope and it was found without damage. In addition, it shows the marks indicating that the head piece of the embolic coil was attached to it. The embolic coil was inspected under microscope and it was found stretched/kinked and residues of dry blood could be observed on it. The headpiece of the embolic coil was inspected under microscope and no damages were noted on it. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the damages found in the embolic coil could not be conclusively determined with the analysis; however, it was reported that the coil stretched during snare retrieval. No conclusion can be made regarding the root cause of the reported premature detachment; there is no indication that the damages and reported event are manufacturing related. Additionally, inspections are in place to prevent these types of damages from leaving from the facility. It is possible that procedural factors may have contributed to the event; however, based on the lack of information, no conclusion can be made regarding possible causes of the event. Therefore no corrective actions will be taken.

Manufacturer narrative:
The product is expected for analysis. Additional information will be submitted within 30 days of receipt.